Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 0 mg/dl. Low bg cause was not known. Customer's family member administered an injection of glucose to address the issue and they went to the emergency room. Customer was subsequently admitted to the hospital and was treated with intravenous fluids of saline. Customer was discharged 8 days later with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.